Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Event confirmation status 2 reported events were confirmed; the cause was traced to component failure. Evaluation results 1 device was found to be affected by a worn anti-rotation ring. 1 device was found to be affected by damaged rotor bearings in the gear head.

Event description:
This report summarizes <noe> 1 </noe> malfunction events in which the device was shedding metal debris. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: two events were reported for this quarter.   Product return status: two devices were received. Evaluation status: confirmed; one reported event was confirmed during testing. One device was found to be affected by wear on the anti-rotation ring. In progress. One device evaluation is in progress.   Additional information: two  devices were not labeled for single-use. Two devices were not reprocessed and reused.

Event description:
This report summarizes two malfunction events in which the device was shedding metal debris. One event had no patient involvement; no patient impact. One event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data:

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was shedding metal debris. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.